Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a right-side rupture. Device has been explanted.

Event description:
Healthcare professional reported a right-side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation :observed one opening on the posterior side assessed as fold flaw opening. Additional observations: ¿ wear abrasion observed on the device. ¿ crease fold observed. ¿ wear abrasion observed. ¿ yellow particles observed inside the device. ¿ no penetrating nick ( stress marks) no further actions are required as no issues with the manufacturing process are observed. Additional, changed, and/or corrected data: d9, h3, h6.